Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
During a follow-up performed on (B)(6) 2014, the programmer user interface (orchestra plus, sn: (B)(4)) froze. The threshold test also froze twice during the follow up (still being able to move the cursor / arrow around the screen). The user had to switch off at the mains and restart after each incidence.

Event description:
During a follow-up performed on (B)(6) 2014, the programmer user interface (orchestra plus, sn: (B)(4) ) froze twice during the threshold test (still being able to move the cursor / arrow around the screen). The user had to switch off at the mains and restart after each incidence.